Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the patient underwent an anal hemorrhoidectomy. After entering the operating room, an intravenous line was established and connected to a three-way connector. The connection site continuously leaked fluid. After retightening the connector, leakage persisted. The three-way connector was replaced, but leakage continued. Subsequently, the IV catheter was removed and reinserted.